Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, the patient underwent a laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy procedure and the surgical pathology found to be consistent with atypical leiomyoma of uncertain malignant potential. On (B)(6) 2010 ultrasound revealed presence of a cervical mass. On (B)(6) 2011 she underwent a diagnostic laparoscopy and trachelectomy and the cervical mass and cervix were excised.

Manufacturer narrative:
Note: I am filing a supplemental to (B)(4) because I incorrectly checked the death box; I have removed that check. No other changes made. Not returned.

Event description:
Note: I am filing a supplemental to (B)(4) because I incorrectly checked the death box; I have removed that check. No other changes made.